Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was a loss or change of therapy. The patient had urgency and leaking. The symptoms began suddenly following a fall. That occurred about a month and a half ago in 2016. The patient was on program 1 at 8.0v and had reached the upper limit. The patient chose not to change programs. The patient was trying to set up an appointment with a manufacturing representative (rep) to check the implantable neurostimulator (ins) and for programming.

Event description:
Additional information received from the patient reported that the patient had an appointment on (B)(6) 2016. The implant was checked with the main programmer. Per the doctor they were told not to change to a different setting. The doctor refused to have a manufacturing representative (rep) change to different settings. The patient just needed a different setting per recent phone call. The patient didn't know what setting to use so she needed a rep to reprogram. The patient was now waiting for an appointment to reprogram the implant for other settings. The patient thought she would be fine on other settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.